Event description:
Vns was discussed with a patient who was wondering how long a generator lasts before needing replacement. In discussing the signs of low battery, the patient noted that he has experienced some increased seizure activity. The patient was encouraged to check with his physician to determine when the vns was last checked. A battery life calculation was performed on the device, and did not confirm battery depletion with the programming history available. No further relevant information has been received to date.